Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Pump passed sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. However low battery alert and power loss alarm noted in the history file were cause by corroded battery tube and battery cap contact. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that they had low battery alert. The customer's blood glucose was 186 mg/dl. Troubleshoot was performed. The product was returned for analysis.